Event description:
Li l, wu q-w, gao b-l, et al. Safety and effect of flow diverters in the management of large and giant unruptured intracranial aneurysms. Anz journal of surgery. 2025;95(7-8):1378-1387. Doi:10.1111/ans.70221 literature was reviewed regarding the safety and effectiveness of flow diverters in the management of large and giant unruptured intracranial aneurysms, including risk factors for complete aneurysm occlusion at long-term follow-up. The time frame of this study was february 2015 to july 2019. Ninety-two patients with 95 intracranial aneurysms were enrolled, including 25 (27.2%) male and 67 (72.8%) female patients with an age range of 26¿77 years (mean 55.7). The procedure was successful in all patients. All flow diverters covered the aneurysm neck, with good adherence to the wall and patent parent artery. Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: pipeline embolization device (ped), including ped classic and ped flex, navien catheter, marksman catheter, and echelon catheter. One death occurred in the study population. The cause of death was due to subarachnoid hemorrhage resulting from post-embolization aneurysm rupture occurring four days after the procedure. Severe headache and vomiting appeared on the third day post-procedure, with head CT scan showing subarachnoid hemorrhage and digital subtraction angiography revealing contrast agent extravasation. On the fourth day after subarachnoid hemorrhage, the patient died among patient adverse events included: -four patients (4.3%) who had undergone ped (pipeline embolization device) implantation experienced post-procedural complications. -in one patient with loose coiling of a large aneurysm, cerebral parenchymal hemorrhage occurred on the ipsilateral side of the aneurysm on the tenth day after the procedure, resulting in no sequelae after appropriate medication. -acute in-stent thrombosis with parent artery occlusion in one patient. Right limb dysfunction took place suddenly 4 hours after the procedure, with the muscle strength of grade 0. Because digital subtraction angiography demonstrated acute occlusion of the parent artery, acute mechanical thrombectomy was carried out to clear the clot, resulting in no neurological defects. -in one patient who was easily irritable after the procedure, hyperperfusion syndrome was suspected because of the moderate stenosis of the parent artery before embolization, and the mrs score was 1 after appropriate medication. -in-stent stenosis observed during follow-up occurred in four patients leading to no neurological defect no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: li, l., wu, q.-w., gao, b.-l., shao, q.-j., li, t.-x., li, h., zhu, l.-f. Safety and effect of flow diverters in the management of large and giant unruptured intracranial aneurysms. Anz journal of surgery 95(7¿8), 1378¿1387 2025. Doi:10.1111/ans.70221 a.2. This value is the average age of the patients reported in the article as specific patients could not be identified. A.3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B.3. Please note that this date is based off of the date of publication of the article as the event dates were not provided in the published literature no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.